Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), quality control, specifications, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of two kinks at distances of 139.5 cm and 264.5 cm from the proximal end. It was also noted that 7 mm of coil was missing, which exposed the core wire at the distal end. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. It is possible, however, that user technique contributed to the event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Product code = dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a peripheral angiogram, while passing the approach hydro st microwire wire guide past a lesion in the tibial artery, the wire tip broke off inside of the patient. The broken tip remained in the cxi catheter being utilized; both were able to be easily removed as a unit. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.